Event description:
It was reported by service report that the pt head right siderail was badly damaged, with exposed sharp edges, and it could not be locked in any position. It is unk if there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: damaged siderail.